Event description:
It was reported a patient fell out of bed due to a potential issue with the brakes. The customer reports the patient sustained a serious injury and had to be transferred to the ICU but did not provide specifics regarding the injury or treatment the patient received. No additional information is available at this time.

Manufacturer narrative:
It was originally reported that a patient fell from a stryker bed. Upon further investigation, it was found the incident did not occur on a stryker device. Section b5 has been updated to match investigation results.

Event description:
It was originally reported that a patient fell out of the bed due to an alleged issue with the brakes. After further investigation, the customer has verified that the complaint was made in error as the reported incident did not involve a stryker product and the bed in question did not have any defects. Since no defect has been alleged and no stryker product was involved in the incident, this does not meet the definition of a complaint and is therefore, not reportable.